Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow console during power up the device. After the rotaflow console was powered up, flow zeroed, and valve alarm cleared, the error message ¿head error¿ was displayed. The clinical engineer stated that the rotaflow drive was removed with power on by the clinicians. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to reproduce the reported failure "head error" once the speed was increased. The rotaflow flow measure pcba (printed circuit board assembly) (article number (B)(6)) has been replaced. After the replacement the device is working as intended. The affected rf flow measure board (article number (B)(6)) has been requested for investigation by the getinge life-cycle-engineering (lce) however, a control board has been delivered. The control board has been investigated and did not show any malfunction during the investigation. There is no known failure mode of the flow measurement board that results in the error message ¿head error¿. The reported failure "head error" is known and is caused by the "hot plug". When the device is in operation and the power plug is plugged in or out the "head error" occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on the investigation results the reported "head error" could be confirmed by the getinge field service technician but the reported error could not be reproduced during the investigation by the getinge life cycle engineering therefore, no most probable root cause could be determined. However, the following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow console during power up the device. A getinge field service technician spoke with a clinical engineer in the repair shop. When the rotaflow console was powered up, flow zeroed, and valve alarm cleared, after that the error message ¿head error¿ was displayed. Review of service manual shows this can occur if the rotaflow drive is removed or connected with power on. Upon questioning, the clinical engineer stated that this had occurred by the clinicians. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to reproduce the reported failure "head error". The rf flow measure pcba (printed circuit board assembly) (article number 701011681) has been replaced. After the replacement the device is working as intended. Based on the investigation results the reported "head error" could be confirmed. The review of the non-conformities was performed on (B)(6) 2023 and during the period of (B)(6) 2010 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2010-08-01. Further investigation is ongoing. The affected rf flow measure pcba (printed circuit board assembly) (article number 701011681) has been requested but has not been received yet.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow console during power up the device. A getinge field service technician spoke with a clinical engineer in the repair shop. When the rotaflow console was powered up, flow zeroed, and valve alarm cleared, then the error message ¿head error¿ was displayed. Review of service manual shows this can occur if the rotaflow drive is removed or connected with power on. Upon questioning, the clinical engineer stated that this had occurred with the clinicians. No harm to any person has been reported. Complaint ID: (B)(4).